Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (mw# 5041504) in united states on (B)(6) 2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012. Consumer wasn't informed the device contained nickel, nor given any type of sensitivity test for it. The first adverse effect she noticed was that she would set off anti-theft devices upon entering/exiting stores, which was embarrassing. She was told by implanting doctor that her periods would become lighter as a result. They did not. She had to leave work several times to change clothes because they were so heavy, something she hadn't had to do in about 20 years. She also experienced bleeding from urethra. Her skin was extremely dry, where as it used to be oilier, resulting in some sort of dermatitis or adult acne, although nothing the dermatologist prescribed her seemed to help. She had digestive issues that seemed to start after she had essure implanted, although gastrologist could not find the exact cause of her problems. She experienced pelvic pain on a daily basis and had a few utis (urinary tract infections) too. Her iron, hemoglobin and ferritin levels were low that she had to receive IV iron infusions. Consumer assessed the case as other serious (important medical events), however she did not specify it. Ptc investigation result was received on (B)(6) 2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(6). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this is a non-medically confirmed spontaneous case received via regulatory authority. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and her periods were so heavy, her iron, hemoglobin and ferritin levels so low that she had to receive intravenous iron infusions. She also had bleeding from urethra and several urinary tract infections. The heavy periods, interpreted as menorrhagia, is considered serious due to required intervention. The urethral hemorrhage and urinary tract infections are serious due to their medical importance. According to essure's reference safety information, the menorrhagia is listed and while the other two serious events are unlisted. Bleedings may occur with essure. In this particular case, the consumer was told by her physician that her periods would become lighter but they did not they were heavy. Her iron, hemoglobin and ferritin levels were low. So she had to receive intravenous iron infusions. Considering the nature of this event, the positive relationship and lack of alternative explanation, this event is considered related to essure. However, considering the localized action of essure, it is not expected that it would cause urethral hemorrhage and/or urinary tract infections. Therefore, these two events are considered unrelated to essure. This case is regarded as incident due to the required medical intervention. The product technical complaint analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received from consumer on 22-jul-2015. The consumer´s date of birth was updated. Her height was 152cm. Her medical history included a cyst that was removed and a c-section. She stated that essure was inserted 12 months after her delivery. After insertion, birth control pills were used as back contraception. In (B)(6) 2012, hsg was done and essure was in place. She reported that she experienced anemia, weight gain, dermatitis, new food allergy, pelvic pain, decreased immunity, uti´s, heavy periods and has been lethargic. On (B)(6) 2015, ultrasound, lab tests and other exams were done but results were not provided. Because of these symptoms, a doctor was seen and essure/fallopian tubes were removed on (B)(6) 2015 by laparoscopy. Hospitalization was denied. After removal, all symptoms resolved and she recovered from procedure. She also reported that she believed that her body had sensitivity to the nickel contained in the device. She believed that all her problems were caused by essure. Company causality comment: this is a non-medically confirmed spontaneous case received via regulatory authority. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and her periods were so heavy, her iron, hemoglobin and ferritin levels so low that she had to receive intravenous iron infusions. She also had bleeding from urethra and several urinary tract infections. According to follow up information, she also experienced decreased immunity and other non-serious events. The heavy periods, interpreted as menorrhagia, is considered serious due to required intervention. The urethral hemorrhage and urinary tract infections and the decreased immunity are serious due to their medical importance. According to essure's reference safety information, the menorrhagia is listed, while the other serious events are unlisted. Bleedings may occur with essure. In this particular case, the consumer was told by her physician that her periods would become lighter but they did not, they were heavy. Her iron, hemoglobin and ferritin levels were low. Thus, anemia was diagnosed and she had to receive intravenous iron infusions. Considering the nature of this event, the positive temporal relationship and lack of alternative explanation, it is considered related to essure. However, considering the localized action of essure, it is not expected that it would cause urethral hemorrhage, urinary tract infections and nor even decreased immunity. Therefore, these three events are considered unrelated to essure. This case is regarded as incident due to the required medical intervention. The product technical complaint analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information is being sought.

Manufacturer narrative:
Follow-up information received on 27-oct-2015 the required numbers of follow-up attempts have been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this is a non-medically confirmed spontaneous case received via regulatory authority. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and her periods were so heavy, her iron, hemoglobin and ferritin levels so low that she had to receive intravenous iron infusions. She also had bleeding from urethra and several urinary tract infections. According to follow up information, she also experienced decreased immunity and other non-serious events. The heavy periods, interpreted as menorrhagia, is considered serious due to required intervention. The urethral hemorrhage and urinary tract infections and the decreased immunity are serious due to their medical importance. According to essure's reference safety information, the menorrhagia is listed, while the other serious events are unlisted. Bleedings may occur with essure. In this particular case, the consumer was told by her physician that her periods would become lighter but they did not, they were heavy. Her iron, hemoglobin and ferritin levels were low. Thus, anemia was diagnosed and she had to receive intravenous iron infusions. Considering the nature of this event, the positive temporal relationship and lack of alternative explanation, it is considered related to essure. However, considering the localized action of essure, it is not expected that it would cause urethral hemorrhage, urinary tract infections and nor even decreased immunity. Therefore, these three events are considered unrelated to essure. This case is regarded as incident due to the required medical intervention. The product technical complaint analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information is not expected.